Event description:
Customer reported that screen response was diminished, requiring them to unlock and enter bolus information repeatedly. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions were mentioned.